Event description:
It was reported that the up and down arrow buttons were unresponsive on the insulin pump's keypad. Customer uses an (B)(6) alkaline battery and changed to a new (B)(6) battery, but the buttons were not still unresponsive. Customer had to discontinue pump use and is following his/her medical prescription for insulin shots until the replacement arrives. No further details given.

Manufacturer narrative:
Findings: pump received with blank display due to corrosion in battery tube. Unable to verify unresponsive button/keypad due to corrosion in battery tube. Minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.